Manufacturer narrative:
Section h3(no): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4625 - sutures. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a toric intraocular lens (iol) was explanted from a patient's left eye (os) in a secondary surgical procedure due to multifocal intolerance. The patient complained of symptoms of cloudy vision and reportedly was unable to perform one or more daily activities post cataract surgery. A monofocal lens of higher diopter (model dcb00, 21.0d) was used as a replacement. During iol exchange, old incision opened next to current and made one (1) big incision requiring two (2) temp sutures at incision. It was clarified that the sutures were not due to an injury, the old incision opened up to a four (4) mm incision, which required two (2) sutures. There was no patient injury reported. The patient's post-op status was reported as visual acuity (va) in os blurry, foreign body (fb) sensation. It was noted that the explanted device will not be returned. No further information was provided. This report is for the first lens mentioned (original lens that was explanted). No report will be filed against the replacement lens as the event does not meet reportability criteria.